Event description:
It was reported that during a gynecological procedure, the lights on the unit kept going out and the disposable would stop working. The case was completed with the same disposable and unit by turning the unit off and on. There were no patient consequences and no further information is available.

Manufacturer narrative:
No conclusion can be drawn a t this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch sent as the device was involved in two events. See medwatch # 2210968-2008-00029 for the other medwatch. The same device is represented in each medwatch.